Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. The customer reported the motor error alarm and the drive support disk was sticking out. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test due to motor error alarm. Insulin pump was received with normal operating current. Insulin pump passed self-test and off no power test. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.